Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a cable problem; this condition had the potential to interrupt delivery. This condition was found in the pediatrics department upon power up. The facility representative stated that it was unknown if there was a patient involved; there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a cable problem was confirmed during product evaluation. This condition was caused by a broken power cord that was cracked. The power cord was replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard 2m8063 (6201) and 2m8064 (6301) in the u.s. Region as of december 31st, 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.